Event description:
Worker experienced tingling with whitening of pin-head sized areas on right and left thumbs while unloading instruments from a completed load. No treatment was prescribed by ER physician and the symptoms resolved within one day. The vaporizer plate was reported as not in place at the time of the event, but it is now in place.